Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of back pain ('repeated lower back pain') in a 42-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced back pain (seriousness criterion medically significant). In 2019, the patient experienced connective tissue disorder ("unclassified connective tissue disease"). On an unknown date, the patient experienced musculoskeletal pain ("multiple joint and muscle pains (knees, feet, hands, fist, etc), neck and shoulders make me suffer in turn, jaw pain"), raynaud's phenomenon ("poor circulation (raynaud¿s phenomenon)"), ear pain ("ear pain"), migraine ("severe migraines at front, back, top of the head (hardly relieved with antimigraine tablets)"), vertigo ("vertigo"), fatigue ("chronic fatigue from 8pm, in bed more than having a social life"), rosacea ("rosacea"), nail psoriasis ("psoriasis under the nails"), seasonal allergy ("seasonal allergy"), dermatitis atopic ("atopic dermatitis"), alopecia ("hair loss"), dry eye ("dry eyes"), cardiac disorder ("heart problems"), irritable bowel syndrome ("irritable bowel"), amnesia ("memory loss") and disturbance in attention ("difficulty concentrating"). The patient was treated with antiinflammatory agents, antimigraine preparations, vitamin d nos (vitamin d) and physical therapy (osteopath). Essure treatment was not changed. At the time of the report, the back pain, musculoskeletal pain, connective tissue disorder, raynaud's phenomenon, ear pain, migraine, vertigo, fatigue, rosacea, nail psoriasis, seasonal allergy, dermatitis atopic, alopecia, dry eye, cardiac disorder, irritable bowel syndrome, amnesia and disturbance in attention had not resolved. The reporter provided no causality assessment for alopecia, amnesia, back pain, cardiac disorder, connective tissue disorder, dermatitis atopic, disturbance in attention, dry eye, ear pain, fatigue, irritable bowel syndrome, migraine, musculoskeletal pain, nail psoriasis, raynaud's phenomenon, rosacea, seasonal allergy and vertigo with essure. The reporter commented: since 2009, repeated low back pain, then pain (knees, feet, hands, fist, etc), lying down with injection treatment dozens of times. Then oral anti-inflammatory treatment every month (from 7 to 14 days depending on the pain). Then neck and shoulders make her suffer in turn. Multiple joint and muscle pains, then severe migraines at the front, back and top of the head (hardly relieved with antimigraine tablets). Ear and jaw pain and vertigo (consultations with otorhinolaryngology and osteopath). Chronic fatigue at 8.00 p.m., in bed more than having a social life. Various major skin problems, rosacea, psoriasis under the nails, atopic dermatitis and seasonal allergy. Also hair loss, dry eyes, heart problems, poor circulation (raynaud¿s phenomenon), irritable bowel, memory loss, difficulty concentrating. One year ago, the hospital diagnosed her with unclassified connective tissue disease. One ampoule of vitamin d every month and a medicinal product she did not want to take (considering the side effects on the eyes). Current status was very poor, removal of essure was being considered hoping for a better health. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6)2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 17-apr-2020. This spontaneous case was reported by a consumer and describes the occurrence of back pain ('repeated lower back pain') in a (B)(6) year old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. In 2009, the patient experienced back pain (seriousness criterion medically significant). In 2019, the patient experienced connective tissue disorder ("unclassified connective tissue disease"). On an unknown date, the patient experienced musculoskeletal pain ("multiple joint and muscle pains (knees, feet, hands, fist, etc), neck and shoulders make me suffer in turn, jaw pain"), raynaud's phenomenon ("poor circulation (raynaud¿s phenomenon)"), ear pain ("ear pain"), migraine ("severe migraines at front, back, top of the head (hardly relieved with antimigraine tablets)"), vertigo ("vertigo"), fatigue ("chronic fatigue from 8pm, in bed more than having a social life"), rosacea ("rosacea"), nail psoriasis ("psoriasis under the nails"), seasonal allergy ("seasonal allergy"), dermatitis atopic ("atopic dermatitis"), alopecia ("hair loss"), dry eye ("dry eyes"), cardiac disorder ("heart problems"), irritable bowel syndrome ("irritable bowel"), amnesia ("memory loss") and disturbance in attention ("difficulty concentrating"). The patient was treated with antiinflammatory agents, antimigraine preparations, vitamin d nos (vitamin d) and physical therapy (osteopath). Essure treatment was not changed. At the time of the report, the back pain, musculoskeletal pain, connective tissue disorder, raynaud's phenomenon, ear pain, migraine, vertigo, fatigue, rosacea, nail psoriasis, seasonal allergy, dermatitis atopic, alopecia, dry eye, cardiac disorder, irritable bowel syndrome, amnesia and disturbance in attention had not resolved. The reporter provided no causality assessment for alopecia, amnesia, back pain, cardiac disorder, connective tissue disorder, dermatitis atopic, disturbance in attention, dry eye, ear pain, fatigue, irritable bowel syndrome, migraine, musculoskeletal pain, nail psoriasis, raynaud's phenomenon, rosacea, seasonal allergy and vertigo with essure. The reporter commented: since 2009, repeated low back pain, then pain (knees, feet, hands, fist, etc), lying down with injection treatment dozens of times. Then oral anti-inflammatory treatment every month (from 7 to 14 days depending on the pain). Then neck and shoulders make her suffer in turn. Multiple joint and muscle pains, then severe migraines at the front, back and top of the head (hardly relieved with antimigraine tablets). Ear and jaw pain and vertigo (consultations with otorhinolaryngology and osteopath). Chronic fatigue at 8.00 p.m., in bed more than having a social life. Various major skin problems, rosacea, psoriasis under the nails, atopic dermatitis and seasonal allergy. Also hair loss, dry eyes, heart problems, poor circulation (raynaud¿s phenomenon), irritable bowel, memory loss, difficulty concentrating. One year ago, the hospital diagnosed her with unclassified connective tissue disease. One ampoule of vitamin d every month and a medicinal product she did not want to take (considering the side effects on the eyes). Current status was very poor, removal of essure was being considered hoping for a better health. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.